Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a pt (age and gender unknown) who had coded, but the device displayed excessive artifact when using non-zoll brand multi-function electrodes and ECG electrodes with the device. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.